Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: 0212345748, implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 25-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative at an impedance check during a routine service appt established an out of range impedance on electrode combination 0 and 3. It was noted that the patient wasn't experiencing any symptoms. The device already had 2 programs using other combinations so they added in another 2 programs to give the patient extra program options.